Manufacturer narrative:
An attempt to reproduce the reported event using 3.3.0[9092] prod build installed on iphone 13 [v16.1.1] was conducted and the issue was reproduced. The software failed to meet the specified requirements and performance expectations, (srs doc: (B)(4)): agile doc: (B)(4). After a thorough investigation, we found that the root cause of the issue was related to care partners who were following patient accounts with usernames containing non-alphanumeric characters. Starting with version 3.3.x, the decoding of these usernames was no longer handled automatically, as it was assumed that usernames would not contain such characters. As a result, data would stop being received for those accounts. The esf number that corresponds to the reported issue is (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: ¨ 1. Uninstall the current application and then install the latest version, which is 3.4.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication-between mobile application and carelink. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed ad the issue was not resolved and was the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.